Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up while attempting to perform the hv lead impedance test, increase in spontaneous heart rhythm was observed. After few minutes, lower value was noted. Intervention was not required. Patient was stable.